Manufacturer narrative:
Device was received with blank display due to moisture damage on the electronic assembly. Device was received with corroded battery tube and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged after exposure to fluid/moisture. It was reported the device started alarming and customer not able to use it. The customer¿s blood glucose level was unknown. It was mentioned the customer went swimming with insulin pump. The insulin pump will be returned for analysis.